Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v818127, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient had battery replacement surgery on (B)(6) 2013. It was noted that on (B)(6) 2013, the patient had gone in for programming. The patient had high impedances at c <(>&<)>0, c<(>&<)>1, 0<(>&<)>1, 1<(>&<)>2, and 1<(>&<)>3. It was noted that the patient was asymptomatic at the time, as in without ¿electrical shock¿ or ¿surge¿ sensation. The healthcare professional changed the programming to avoid the setting 1<(>&<)>3. An x-ray of the patient¿s chest and neck was ordered to view the system. All impedance values were within normal range. It was noted that there could be high impedance due to saline. It was noted that they may resolved over time. It was later reported that the patient was doing fine with her therapy. It was noted that the patient¿s next appointment was not until the end of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the left implantable neurostimulator (ins) was 2.88v and at elective replacement indicator (eri). It was noted the right ins was 2.96v and at end of service (eos). It was noted it was unusual that a pulse generator was at eos at 2.96v. It was noted the patient was interested in rechargeable batteries. It was noted interrogation and programming of the patient's bilateral ins was a total of 1 hour was used to interrogate and program the patient during the deep brain stimulator (dbs) procedure. It was noted the percentage used was 99 on the left and 5 on the right. It was noted there were 0 activations on the left and 0 activations on the right. It was noted it was last reset on (B)(6) 2014. It was stated the ins was reset bilaterally on the day of report. It was noted the therapy measurements were current of 0.079 on the left and they were not able to determine it on the right. It was stated the impedance was high on the left and the electrode impedance was high. It was noted no changes were made to the left and right ins settings.

Event description:
Additional information received reported the cause of the impedance issues were not determined. It was noted no lead fractures were noted. It was stated no surgery date had been scheduled. It was noted the patient received effective therapy. It was further reported the surgery date was scheduled for 2014-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported both devices would be replaced on the day of report and changed to a rechargeable device due to the high settings. It was noted the patient was implanted for dystonia. It was stated both implantable neurostimulators (ins) would be sent back to be analyzed. It was stated the left side electrode impedance tested at 3v were: c0: 7734 ohms 01: 15731 ohms 02: 17579 ohms 03: 17982 ohms 13: 73 ohms it was noted the right side electrode impedance tested at 0.7v were: c0: 2260ohms c2: 554 ohms c3: 837 ohms 01: 2378 ohms 02: 1162 ohms 03: 2253 ohms 23: 813 ohms it was stated an x-ray had been done. It was noted therapy impedance was not performed. It was noted a longevity calculation was performed with an elective replacement indicator (eri) at 11.49 months and an end of service (eos) at 14.49 months. Additional information received reported the right side implantable neurostimulator(ins) was being replaced on the day of report due to normal battery depletion. It was noted the impedances were checked before the replacement and they found that everything looked reasonable. It was noted c0 was at 2260 ohms. It was noted they changed the impedances. It was further reported that prior to the ins replacement on the left ins, 4 contact combinations were high whereas contact 1 and 3 was low at 73 ohms. It was noted when the ins was replaced, the high impedances were resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the right side showed open with all pairs with 0 and high with 1 as well. It was noted all impedances on the left side were high, >40k. It was stated there were no falls or trauma. It was noted both the eri and eos status were unusual given the battery voltage levels. It was stated there was no history of short circuits with thedevices. It was noted they would consider rechargeable ins's for the patient.